Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. First clip chosen for implant xtw. The clip was advanced to the valve where difficulty grasping was observed. Eventually, it was noted that gripper would not lower. Troubleshooting was not performed and the clip was removed and replaced. A replacement xtw was then chosen for implantation. Grasping was also difficulty with this clip. Due to poor capture of the leaflet, there was difficulty detaching the clip from the clip delivery system. Troubleshooting was performed for 20-30 minutes. Once finally released, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). No further intervention performed. The procedure ended with mr unchanged grade 4. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet capture), difficult or delayed activation (clip deployment), or incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning appears to be related to challenging patient anatomy (very small atrium). The reported difficult clip deployment appears to be related to procedural conditions (poor capture of anterior leaflet), per case details. The reported incomplete coaptation appears to be a cascading event of both the difficult or delayed positioning and difficult clip deployment. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2 - outcomes attributed to ae: other serious removed.